Event description:
The caller alleged unexpected high inratio inr results. On (B)(6) 2015, the caller tested on the inratio device and obtained a 3.9 and within minutes a 3.5. She reported that the strips, upon arrival, were frozen on her doorstep. The delivery sat on her porch for 24 hours in the 22 degree weather. The week prior, exact date was not provided, her inratio inr was 1.8. The patient's therapeutic range was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Date estimated as (B)(6) 2015 as the date of the comparison inratio inr was reported to have been the week prior to the phone call. Investigation/conclusion: the customer did not provide any laboratory reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. An improper storage condition was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.